Manufacturer narrative:
Correcting g2 - report source is health professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power turned off occurred due to failure of the main circuit board causing e03 error. The cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. During inspection and evaluation the customer allegation of loud noise could not be confirmed. However, device shut down was confirmed when the intermittent error e03 code displayed from the faulty main circuit board. Additionally, the front panel was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the high flow insufflation unit experienced a loud noise followed by device shut off in the middle of the diagnostic lap cholecystectomy procedure. The procedure was completed using a similar device. There was a few minute delay. There was no patient or user harm associated with the event. This report is being submitted for the reportable malfunction of the device powering off.